Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal pancreatectomy, for the first firing they connected the reload to the handle, however its cartridge disengaged. They change the reload, but the same issue occurred. There was no patient injury reported.